Event description:
It was reported the customer received a blank display. Customer stated did not expose their insulin pump to moisture. It was found the customer was able to retrieve their display after troubleshooting, but the customer received a failed battery test alarm. Troubleshooting also found the customer's contacts on the battery cap was damaged. The customer will be sent a replacement battery cap. It was also found the customer received a weak battery alarm. Customer's blood glucose was 200 mg/dl. Advised the customer to revert to a back-up plan plan while a replacement battery cap is being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)